Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed that the iabp generated an "electrical testing failure code #50" (motor speed out of specification) alarm. The company representative replaced the motor controller pcb ((B)(4)). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The motor controller pcb was received by the manufacturing facility at (B)(4). The failure analysis performed could not duplicate the failure. No visible residues were observed. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the iabp intermittently generated an "electrical test failure code #50" (motor speed out of specification) alarm. No pt was involved.